Event description:
It was reported that the patient underwent a revision procedure where the ipg and leads were replaced due to an unknown reason. Additional information was received that the reason for ipg replacement was due to the ipg charging slower. The patient was doing well postoperatively. Additional information was received that the leads were replaced to obtain better pain coverage. The explanted device components were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 19991381 / 5142704. Product family: scs-linear leads upn: m365sc2366300 model: sc-2366-30 serial: (B)(6). Batch: 19271053.

Event description:
It was reported that the patient underwent a revision procedure where the ipg and leads were replaced due to an unknown reason.

Event description:
It was reported that the patient underwent a revision procedure where the ipg and leads were replaced due to an unknown reason. Additional information was received that the reason for ipg replacement was due to the ipg charging slower. The patient was doing well postoperatively.